Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9350594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and the symptom reported by the customer could not be confirmed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the consumer did not get insulin from the bd precisionglide¿ needle and their blood sugar levels measured "500 mg/dl". As a result, they had to receive a correction bolus via pump. The following information was provided by the initial reporter: "customer's bg at time of event: approx. 500 mg/dl (bg meter). Do you know the reason for your high bg? Occlusion alarms/customer not getting insulin. Did customer require assistance from 3rd party? No. What actions did customer take to address high bg? Correction bolus via pump. Did event cause any injury? No. Did customer have ketones? Unknown, customer did not test for ketones."